Manufacturer narrative:
The device was not returned to the manufacturer and no further information was provided by the facility where the event occurred.

Event description:
It was reported that during a colonoscopy, a bowel perforation occurred.